Event description:
It was reported that the patient presented in the hospital emergency room, due to out of range high voltage lead impedance measurement. The patient received what appears to be appropriate high voltage therapy for a true ventricular arrhythmia. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of high, out of range high voltage lead impedance measurements was confirmed in the laboratory via review of programmer printouts. The device was tested on the bench and using automated test equipment and no anomalies were observed. The cause of the impedance anomaly remains undetermined.